Event description:
Reference MDR #1219856-2010-00849 & MDR # 1219856-2010-00850 for the related intra-aortic balloon (iab) events involving the same pt. It was reported to the clinical support specialist (css) by the rn that she wanted to troubleshoot a non-working fiberoptix sensor (fos). The rn stated that the iab was inserted last night around 9pm after the "first" iab ruptured & the "second" iab could not be inserted. The first iab was inserted into the pts' left femoral artery, the second insertion attempt was also going to be inserted into the pts' left femoral artery. The third iab-05830-lws was inserted into the pts' right femoral artery while using a teflon sheath. Per the rn, the pump is currently pumping "fairly well" but the rn would like to see if we can get the fos working as she feels the pt could benefit from the wave timing. (They are currently using operator). The light bulb is blue with a red x over it, with the status code no comm listed. The rn stated that they are currently using the central lumen arterial pressure (ap) source for the pump. The css explained to the rn that the message on the console could indicate an issue with the pump. The ccs instructed the rn to get another pump from the cath lab & without disconnecting the pt from the current pump, connect the fos slide & cal key to the new pump. The rn called the css back & they had done as we discussed, the fos waveform was now displayed on the new pump. The pt was switched from the other pump & placed in autopilot mode on the new pump. The rn reported that the pump is now doing well & meeting the goals of therapy. The css walked the rn through performing the manual calibration on the pump. At this time there was no pt death. On (B)(6) 2010, the rn stated that the pump was used in conjunction with the first iab & would have been used for the second iab. The pump was exchanged off this pt only after speaking to the css. The pt did expire. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said that "this pt was extremely ill & was "really not a good candidate for iab therapy." We are submitting this report because we have determined that on the information available, we cannot conclude with certainty that the device was not a contributing factor.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.